Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. However, pullback was unable to be performed. Lost internal computer connection occurred. The ilab main switch was turned off/on and it restored temporarily, but the issue occurred again. No patient complications were reported.